Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an under infusion event involving docetaxel 250ml bag, with an additional 12ml overfill for a total volume programmed of 272ml. However, it was noted that it took an additional 20 minutes to infuse, and "the bag was completely vacuum sealed together, couldn't pull the sides of the bag apart." The nurse then programmed another 40ml for vtbi to complete the infusion (bag overfill volume of 62ml). Per report, the nurses have since adding the 10% to the vtbi to account for the bag overfill volume. The bag overfill volume (as prepared by the facility's pharmacy) is reportedly not included in the vtbi order nor indicated in the drug's bag label. There was patient involvement, but no harm. This was reported to bd clinical practice consultant during their site visit. Although additional information was requested, the customer declined to provide and stated that no devices will be returned to the manufacturer for further investigation. It was reported that the facility began using alaris system on (B)(6) 2024. They previously used infusion pumps from a different manufacturer. With regards to chemotherapy infusion, the clinicians use "equashield" as their chemo safety system (closed system transfer device) added to the pump set. Per observation, the following were multiple variables potentially contributing to the reported issue of under infusion: 1. All lines are primed by pharmacy with the drug. The short sets are connected to the third port of the primary set just below the pump. There should be at least an additional 15ml added to the vtbi (volume to be infused) to get the volume of the drug to the air-in-line sensor. This is because there is saline in the lower portion of the tubing that is delivered first. The clinician has to account for that 15ml not used to prime. 2. The clinicians are using various bags to compound drugs due to the saline shortage. Currently they are using fleboflex by grifols and bd freeflex. The fleboflex has very little air in the bag. Both bags have fairly thick walls of material that while flexible, maybe contributing to a vacuum being created in the bag. This is a cancer center and many of the drugs are hazardous and cannot be vented. Bd clinical practice consultant was able to visualize a couple of infusions that took up to 20 minutes longer to infuse then anticipated and there appeared to be a vacuum in the bag. 3. Some pumps were high on the pole. This did not leave enough head height for those infusions. Bd clinical practice consultant provided education on the importance of proper set up. 4. Overfill: since the facility is using different bags of saline, the overfill may be variable. On some infusions in epic (electronic medical record), the overfill is built in. On others due to the type of dosing, the clinicians are not able to account for the overfill in epic. This leads to some confusion with nurses. 5. The facility reported that there are many drugs that they had the same issue with under infusion with their previous pumps (device from a different manufacturer). It was reported that also docetaxel was intended to be infused over 60 minutes (262ml/hr with volume to be infused 262ml). However, the actual duration was 65 minutes. This was reported to bd clinical practice consultant.

Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information : device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex a, g, b, c, d codes and manufacturer narrative. Investigation summary : the report that the suspect pump module under infused was not confirmed or replicated during laboratory testing. Timed rate accuracy testing was performed on the suspect pump module. The device was found to be delivering fluid within specification. The incident administration set was not returned for this investigation; therefore, testing could not be performed. The suspect pump module (s/n: (B)(6)) logs were retrieved from the systems to ascertain event details associated with the reported issue. The event date as 03dec2024 at 10:58 am. The customer reported a under infusion of docetaxel with rate 262 ml/h and volume to be infused (vtbi) 262 ml that was an infusion lasted 60 minutes, but this infusion was not recorded in the log event on the day 03dec2024 or any days around the event issue. However, an analysis was performed on the last day of use recorded by the customer and the last infusions performed: at 8:42 am the suspect pump module was power on and attached to the pcu (16804249) with label c. And latter started to be programming basic infusion, rate = 150 ml/h and vtbi 143 ml; the infusion lasted one (1) hour, then pump module was power off. At 9:46 am the suspect pump module was power on and attached to the pcu (16804249) with label c. Then a programming basic infusion, rate = 600 ml/h and vtbi 200 ml; the infusion lasted twenty (20) minutes, next pump module was power off. The bezel assembly date code was noted as july 2024 (not recall affected). The alaris system user manual states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. Follow proper infusion set loading instructions and ensure the set is free of kinks and that all clamps are open before starting and infusion. Improperly loaded sets or failing to open clamps can result in delayed start of infusion or inaccurate fluid delivery. The devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to repair center: suspect pump module s/n (B)(6) (w/o: (B)(4)) the device was disassembled for this investigation. Please replace the case of the pump module. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause for the reported under infusion was not identified during the investigation. Testing found the suspect pump module to be infusing within specifications.

Event description:
It was reported an under infusion event involving docetaxel 250ml bag, with an additional 12ml overfill for a total volume programmed of 272ml. However, it was noted that it took an additional 20 minutes to infuse, and "the bag was completely vacuum sealed together, couldn't pull the sides of the bag apart." The nurse then programmed another 40ml for vtbi to complete the infusion (bag overfill volume of 62ml). Per report, the nurses have since adding the 10% to the vtbi to account for the bag overfill volume. The bag overfill volume (as prepared by the facility's pharmacy) is reportedly not included in the vtbi order nor indicated in the drug's bag label. There was patient involvement, but no harm. This was reported to bd clinical practice consultant during their site visit. Although additional information was requested, the customer declined to provide and stated that no devices will be returned to the manufacturer for further investigation. It was reported that the facility began using alaris system on 24 september 2024. They previously used infusion pumps from a different manufacturer. With regards to chemotherapy infusion, the clinicians use "equashield" as their chemo safety system (closed system transfer device) added to the pump set. Per observation, the following were multiple variables potentially contributing to the reported issue of under infusion: 1. All lines are primed by pharmacy with the drug. The short sets are connected to the third port of the primary set just below the pump. There should be at least an additional 15ml added to the vtbi (volume to be infused) to get the volume of the drug to the air-in-line sensor. This is because there is saline in the lower portion of the tubing that is delivered first. The clinician has to account for that 15ml not used to prime. 2. The clinicians are using various bags to compound drugs due to the saline shortage. Currently they are using fleboflex by grifols and bd freeflex. The fleboflex has very little air in the bag. Both bags have fairly thick walls of material that while flexible, maybe contributing to a vacuum being created in the bag. This is a cancer center and many of the drugs are hazardous and cannot be vented. Bd clinical practice consultant was able to visualize a couple of infusions that took up to 20 minutes longer to infuse then anticipated and there appeared to be a vacuum in the bag. 3. Some pumps were high on the pole. This did not leave enough head height for those infusions. Bd clinical practice consultant provided education on the importance of proper set up. 4. Overfill: since the facility is using different bags of saline, the overfill may be variable. On some infusions in epic (electronic medical record), the overfill is built in. On others due to the type of dosing, the clinicians are not able to account for the overfill in epic. This leads to some confusion with nurses. 5. The facility reported that there are many drugs that they had the same issue with under infusion with their previous pumps (device from a different manufacturer). It was reported that also docetaxel was intended to be infused over 60 minutes (262ml/hr with volume to be infused 262ml). However, the actual duration was 65 minutes. This was reported to bd clinical practice consultant.